Event description:
It was reported that the patient experienced discomfort at the device pocket site. During the device exchange procedure, the right ventricular (rv) lead and the left ventricular (lv) lead were found twisted in the pocket. The rv could not be detached from the implantable cardioverter defibrillator (ICD) header. The ICD was replaced, and the rv lead was cut and capped on (B)(6) 2025. The patient's condition is unknown.